Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the superior vena cava cable lumen proximal to the suture sleeve tie impression. The etfe cable coating was undamaged in this location. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.